Event description:
This lead was explanted due to noise on the atrial dipole which could be recreated with patient movement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin. All fragments were received for analysis. The medial part was only an insulation tube, the inner coil and the conductor cables protruded at the proximal end of the distal lead fragment. An extraction tool was inserted in the distal lead fragment. The returned lead parts were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead fragments. In particular between 22.5 cm and 25 cm distal to the is-1 connector pin a rubbed through insulation was found. This damage can be considered as the root cause of the observed atrial noise. In this region the conductor cable to the distal atrial ring electrode was pulled out of the lead body. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of constant friction against another implantable device such as the generator housing. Further analysis showed a deformed shock coil and damaged distal atrial ring electrode. The damages most likely occurred during the extraction procedure. During the electrical analysis, the dc resistance of the inner coil could not be measured due to the inserted extraction tool. No further peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.